Event description:
According to the reporter: during a total vaginal hysterectomy, the suture was attached to the device but it disengaged. The suture disengaged from the device several times during the procedure. To complete the procedure, new sutures were used until the case was able to be completed. The sutures were all discarded after the procedure and will not be returned for analysis. No patient harm.

Event description:
According to the reporter: per additional information received ,the suture would either come off the device or would not switch fromone bar to the other. A laparoscopic scissor was used to cut the needle off and a laparoscopic grasper was used to remove the needle from the cavity. The closure of the vaginal cuff had to be performed vaginally adding minimum of 1 hour to surgical time. The current patient status is healthy.